Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure, with an octaray, galaxy, 48p, 2-5-2-5-2, d-curve and an unknown smart touch bidirectional sf and suffered cardiac tamponade requiring a pericardiocentesis and prolonged hospitalization. A cardiac tamponade was discovered about four hours after the procedure. The cardiac tamponade was discovered by the hospital staff later in the day and was confirmed by ultrasound. The medical intervention provided was a pericardiocentesis and 400cc of fluid were removed. The patient was reported to be in stable condition. A smart touch surround flow (stsf) catheter was used in the case for ablation. The physician is uncertain of the cause of the tamponade. The physician had a potential concern that it was related to octaray catheter. The patient has improved but required extended hospital stay and rehab and has fully recovered. The generator used in the case was a smart ablate and a brk xs (model unavailable) was used for transseptal puncture. Prior to noting the cardiac tamponade, ablation was performed. The physician thought a steam pop could have occurred but no effusion after and no associated temperature or impedance rise was noticed. An irrigated catheter was used in the event and the flow setting was set to standard flow settings for stsf (15 ml/min). The correct catheter settings were selected on the irrigation pump and the pump was switching from low to high flow during irrigation. No error messages were observed on biosense webster equipment during the procedure. The catheter was disposed of before adverse event was reported; therefore, they are not available to return for investigation. Conservatively this will be reported on both octaray, galaxy, 48p, 2-5-2-5-2, d-curve and an unknown smart touch bidirectional sf as the physician was concerned that the cardiac tamponade was caused by the octaray and ablation was performed and completed so the ablation catheter will be reporter on as well. Should more information become available, it will be reviewed and processed accordingly.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Biosense webster manufacturer's reference number (B)(4) : MFR # 2029046-2022-00417 for product code d160902 (octa,galaxy,2-5-2-5-2,d-curve).